Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert filling the tubing with prime rewind anomaly and the drive support cap is protruded. Customer stated that he just trying to change his set and reservoir and stuck with compromised force sensor system alert. The blood glucose was 212 mg/dl at the time of the incident. The insulin pump restart and a countdown was showing on the screen. Customer stated that, they are unable to exit the preparing to prime loop. During seating the force sensor did not detect the reservoir. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.